Event description:
A user facility reported to olympus that, the high-definition lcd monitor did not display an image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer were emailed the information for use (IFU) to determine if they are using the right video output. The customer will call olympus if further assistance is needed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The product was not returned and olympus was not contacted for further support. It is possible that the issue was able to be resolved. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.